Manufacturer narrative:
The device was recalled and the recall communications have been sent to customer multiple times with no success of device retrieval. The customer continued to use the device for at-least 2 additonal years post recall initiation. Corrective actiion: customer received a replacment carry bar. Manufcaturer will continue to monitor these type of events and provide replacements as necessary.

Event description:
When lifting the patient, the carrybar connector broke dropping the patient back to his wheelchair. No injuries to the patient.

Event description:
When lifting the patient, the carrybar connector broke dropping the patient back to his wheelchair. No injuries to the patient.